Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 167 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Passed displacement test and rewind test. Motor was tested outside of the device and passed. Motor error alarmed during basic occlusion test due to faulty back pressure sensor (gold). Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.